Event description:
A malfunction alarm, specifically alarm 20, was reported on the pump during insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with troubleshooting and instructed them to load a new cartridge; however, the alarm reoccurred. Consequently, technical support decided to replace the pump. The customer was informed about putting the pump into storage mode before returning it using a pre-paid label within ten days, which they acknowledged. The customer also decided to continue using their current pump as a backup therapy until the replacement is received.